Event description:
See initial report.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the customer does not follow the cleaning process steps according to the instruction for use. Further details have not been provided.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Device has undergone a deep disinfection in 2017 and will again be sent in for deep disinfection. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. As a consequence unit was isolated. The lab report has been provided. There is no known patient involvement.